Event description:
Additional information was received from a health care provider via a clinical study. It was reported that on (B)(6) 2016, another volume discrepancy occurred. The expected residual volume was 2.6 ml, but the actual residual volume was 13 ml. There were no adverse events associated with this volume discrepancy.

Event description:
Information was received from a healthcare professional via a clinical study regarding a patient receiving remodulin via an implanted pump. On 04-may-2016 it was reported that on (B)(6) 2016, the actual volume (14 ml) was greater than then expected volume (4.3 ml). No adverse events were reported. The event did result in an unscheduled visit.

Event description:
Additional information was received from a health care provider via a clinical study. It was reported that on (B)(6) 2016 another volume discrepancy occurred. The expected residual volume was 3.4 ml, but the actual residual volume was 14 ml. There were no adverse events associated with this volume discrepancy.

Event description:
Additional information was received from a health care provider. It was reported that on (B)(6) 2016, the actual volume was reported as outside the expected volume on accuracy chart. The expected volume was 7.9ml and actual volume removed was 16.5ml. The patient denied symptoms before, during or after fill.